Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (gfse) that during pm, the maintenance kit of cs100 intra-aortic balloon pump (iabp) needs to be replaced. There was no patient involvement.

Event description:
It was reported by getinge field service engineer (gfse) that during pm, the maintenance kit of cs100 intra-aortic balloon pump (iabp) needs to be replaced and there was blood detected in blood detection tubing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name and mail id0, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs100 intra aortic balloon pump (iabp) was found to have blood present in the blood detecting tube. No patient was involved, and no harm was reported. After completing the 5000 hour maintenance kit replacement, the fse observed blood in the blood in the blood detecting tubing, which rendered the unit unsuitable for clinical use. To restore functionality, the fse replaced the safety disk, crm, and blood detecting tube using components taken from another defective unit. The fse performed all necessary checks and confirmed that the device functioned properly. The machine was returned to the user in good working condition.